Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, after 30,177 joules and 0:05:30 minutes of use, fiber break - fiber stopped working were noted. The procedure was complete utilizing a second fiber (another of the same device). The patient's condition following procedure was reported as stable. No injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber tip exhibits no signs of breaks/fractures; the glass cap exhibits cratering and devitrification at output area, and detritus adhesion around output area; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the bevel edge appears in good condition; the heat shrink tubing exhibits minor scratch marks. Probable root cause: the reported issue could not be confirmed. Upon further investigation of the information provided, the manufacturer has determined that this event no longer meets the requirements of the reportable event for the device in question.